Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade 3. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Healthcare professional reported right side "capsular contracture, grade 3." Device was explanted and replaced.

Event description:
Healthcare professional reported right side "capsular contracture, grade 3." Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device related to the reported event of capsular contracture was received on august 16, 2023, with lot number 2401000. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ deformation device and yellow particles observed on the device. No further actions are required as the device was implanted.